Event description:
Patient initiated delivery of vancomycin without problems. During the evening patient noted that while the on/off switch was still in the on position, the pump had shut itself off. Patient obtained another pump from outpatient pharmacy the following day to continue treatment. Syringe pump was found to function within specifications, until it was lightly tapped. Slight movement of the pump was noted to make it shut itself off. Further examination of the pump revealed that the intermittent operation was due to a black substance on the contact of one of the four "c" cell batteries that was powering its operation.